Event description:
Meter was reading inaccurately low. The patient reported results of 8, 11, 2, and 0 mg/dl. Patient did not have any symptoms at the time of testing. Patient contacted physician and stated that patient was treated, however, treatment was reported as "none". The patient stated that test strips were turning green and brown. The patient also reported that the meter was not cleaned according to the owner's manual and the code numbers were not matching. Based on the information provided, there is no evidence of a meter malfunction, however, there is evidence of a test strip malfunction. There is no evidence of the patient suffering a serious injury. A complimentary bottle of control solution is being sent to the patient.